Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and a correction to the device evaluation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following: screen scratches and the circuit board substrate had terminal corrosion. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the high definition lcd monitor, while being used with the cv-290-evis/lucera elite video system center, had times where the image would not appear. The issue was found during preparation for a therapeutic screening test procedure that was completed with the same set of equipment without any delay. The procedure was completed by rebooting the power supply, reinserting the scope, and connecting and disconnecting the cable. There were no reports of patient harm associated with this event.